Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on (B)(6) 2016. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. There was evidence of moisture contamination observed on the underside of the battery cap. A test battery cap was used for all testing. The battery compartment was cracked. The audio bolus button cover was torn but still responsive. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The display screen was dim and discolored.

Manufacturer narrative:
Follow up # 2 date of submission 01/05/2017.